Manufacturer narrative:
Investigation: customer returned ten (10) loose 31g x 6mm, 0.5ml bd insulin syringes. Consumer stated: scale markings missing from 2 syringes; faded scale markings on 8 syringes. All ten returned samples were examined, and it was observed that scale markings were missing on nine out of the ten returned syringes. A review of the device history record was completed for batch# 7299608. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. There were three (3) notifications [(B)(4)] noted for ink smears. There was one (1) notification [(B)(4)] noted for missing zero line. There was one (1) notification [(B)(4)] noted for ink rings. There was one (1) notification [(B)(4)] noted for damaged tips. Process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. There were no notifications or log book entries during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined.

Event description:
It has been reported that the syringe 0.5ml 31ga 6mm 10bag 500cs has been found experiencing 10 cases of scale marking issues before use. The following has been provided by the initial reporter: it was reported that the scale markings were faded on 10 syringes. Complaint 1 of 2: this complaint is for the spouse. Verbatim: spouse of consumer stated: scale markings missing from 2 syringes. Stated: faded scale markings on 8 syringes. Stated: from same box. Did not use syringes with issues. Stated: she and her husband, do re-use. At least two times with same syringe. Stated: she shares syringes with husband. Stated: all 10 samples available to send in. Stated: box purchased 10/08/18 but did not have specific occurrence dates. Lot: 7299608 item: 324911.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for scale marking missing and scale marking light (faded) on lot # 7299608. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7299608. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200724964, 200725125, 200724965] noted for ink smears. There was one (1) notification [200724410] noted for missing zero line. There was one (1) notification [200725126] noted for ink rings. There was one (1) notification [200724409] noted for damaged tips. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the syringe 0.5 ml 31ga 6 mm 10bag 500cs has been found experiencing 10 cases of scale marking issues before use. The following has been provided by the initial reporter: it was reported that the scale markings were faded on 10 syringes. Complaint 1 of 2: this complaint is for the spouse. Verbatim: spouse of consumer stated: scale markings missing from 2 syringes. Stated: faded scale markings on 8 syringes. Stated: from same box. Did not use syringes with issues. Stated: she and her husband, do re-use. At least two times with same syringe. Stated: she shares syringes with husband. Stated: all 10 samples available to send in. Stated: box purchased 10/08/18 but did not have specific occurrence dates. Lot: 7299608. Item: 324911.